Event description:
Orthopedist was using the flexible reamer to drill his tunnel through the lateral femoral cortex. As the drill was advancing up the guidewire and into bone, the tip of the bit broke off into 2 pieces. Fortunately he was able to remove the piece from the pt without any issues. We had a backup available to complete the case.